Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on 10/04/2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 27 mmol/l with associated symptoms of ph of 7.26; vomiting, dehydration. The patient's comorbidities are reported to include lupus with the use of hydroxichloroquine. The patient presented to the hospital where they were given the diagnosis of diabetic ketoacidosis and treated with insulin via injection and intravenous drip as well as intravenous fluids. The patient's serious injury was allegedly due to air bubbles in the insulin cartridge. The subject insulin cartridge will not be returned to the manufacturer for investigation as it was reportedly discarded. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy due to air bubbles in the cartridge.